Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) checked the unit and was able to reproduce error. Fse replaced coiled cable that had a lot of wear and tear. Display flickering error was cleared. Display functions normally. Performed full functional, visual, mechanical and electrical testing. All tests passed. Cs300 tested with simulator and balloon with no further errors.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to clinical use, cs300 intra-aortic balloon pump (iabp) display was flickering. There was no patient involvement.